Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: during evaluation the pump did not detect the cartridge during the load cartridge step and dispensed the entire cartridge contents. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: during evaluation the pump did not detect the cartridge during the load cartridge step and dispensed the entire cartridge contents. The force sensor was found to be out of calibration. Unrelated to the event the display was found to have colored lines running across it. The pump was found to be cracked and moisture and corrosion was observed on the display and on all of the internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Correction/removal reporting number - 2531779-03/24/2010-003-r.